Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication application was failed to launch. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A technical support specialist dialed into the station and was able to log in and navigate through the system, although a failed hardware icon was observed. The tss then called the user to confirm login access, which was successful. However, when the user attempted to recover storage space, an error message appeared stating "device not detected on bus." As a workaround, the user proceeded to manually recover items one by one and was successful. The system functioned as intended after technical support specialist assessed the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication application was failed to launch. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.